Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-9233 broach and an ar-9236-01pp trial were both damaged. These events occurred during use in an unspecified procedure performed on (B)(6) 2021. The back of the broach broke outside the patient while preparing the glenoid, and the case was finished using a backup broach from another set. The pegged component of the trial broke when it was being removed; the fragment was successfully reclaimed, and the trial was discarded by the facility.